Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was not connected to the network. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the device had not been connected to the network. The technical support specialist confirmed with the customer that the issue had been resolved and granted permission to close the ticket. The system functioned as intended after the customer resolved the issue. E1. Initial reporter e-mail - (B)(6).